Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed an ECG fall-of test. The cause for the failure was isolated to pin 5 on connector j1001 on the computer/analog board. The pin was physically damaged on the board. The root cause for the damaged pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.